Event description:
On 02/22/2007, the company rec'd a report where it was alleged that three devices developed "occlusions." No details were provided for the other two occurrences. Approx two months later, new information was provided. On the same day, the customer called alleging that the device developed an "occlusion" during pt use, resulting in a patient event. The customer stated that the pt was a female who was intubated in 2006 with secondary pneumothorax and mucus plugging. The pt was ventilated 24 hours a day. The caller alleged that about 17:10 the following year, the tube developed an occlusion and resulted in patient cardiac arrest. The caller stated that the pt was a dnr, so no attempt to resuscitate was made by the end clinician.

Manufacturer narrative:
Investigation of this report is currently in progress.